Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had sporadic image failures. The issue occurred during the procedure. There were no reports of patient harm.